Manufacturer narrative:
The insulin pump passed self test. No e52 alarm noted. However, the insulin pump was received with broken reservoir tube lip, minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported that the insulin pump alarmed software error repeatedly. The customer was unable to clear the alarms. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.